Event description:
It was reported that the patient underwent cardiac surgery at a different facility. The patient was sent to nebraska medicine on extracorporeal membrane oxygenation (ECMO) in cardiogenic shock. The patient experienced constant ventricular tachycardia (vt) post-surgery and became infected with ischemic bowel. The patient was transferred to [for] comfort measures. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas)and the reported cardiac arrhythmia could not be conclusively established through this investigation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use, and the hm3 patient handbook, are currently available. The IFU lists cardiac arrhythmia, infection (local, driveline, and pump pocket), and death as adverse events, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's death was not considered to be device related. The device operated as expected.